Manufacturer narrative:
United states reporting agent notified: (B)(4) 2014. Samples received: none. There are no previous complaints of this code/batch. Without any closed samples OEM cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventive actions: na.

Event description:
Country of complaint: (B)(6). Complaint description: needle detached from thread.